Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump was warm to the touch. Pump was worn in a fleece pouch. There were no temperature alarms. Pump was not charging at the time and pump was in a room temperature environment. There was no reported impact to customer's blood glucose. At the time of the report, pump was cool to the touch.